Event description:
Caller allege discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 5.0, retest: 2.5, (new lot) retest: 2.6. Repeat tests were performed within 5 minutes of each other. Therapeutic range: 2.0-3.0. Customer stated there was no bruising or bleeding.

Manufacturer narrative:
Investigation pending.